Event description:
It was reported that the asymptomatic patient presented in clinic. The atrial lead exhibited noise that was reproducible with isometrics and decrease in impedance due to polarity switch. No intervention was performed. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.